Event description:
It was reported that an infusion set for the ilet bionic pancreas deployed incorrectly during insertion and the user discarded the set. A replacement was arranged, and the issue involved the infusion set/cannula with the set not attaching or deploying correctly and troubleshooting and education were provided. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.